Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the motor, press plug, and bearings, which were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device continued to run on its own. There was no patient involvement. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.